Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient reported the event of incorrect insertion of infusion set cannula with 6 infusion sets which cause leakage at site. No further information available.

Manufacturer narrative:
Device 2 of 6. Patient city: (B)(6). Patient country: united states.